Event description:
During deployment it is reported that the AED could not recognize pads.

Manufacturer narrative:
(B)(4): this is being reported based on the user's description of the event. Currently pending investigation to determine of the device operated per specification. Device manufacture date: 10/2008.